Event description:
Abdominal fluid collection with negative culture, small intestine stricture, chemical peritonitis, foreign body reaction, adhesions (small intestine). Information was recieved in 2005 from a surgeon, concerning a female patient with a history of multiple surgeries (not otherwise specified), multiple laparotomies (not otherwise specified), an appendectomy, and endometriosis including endometriosis of the bowel (diagnosed in appendectomy specimen), who in 2005 underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions with seprafilm placement in the pelvis for adhesion prevention. In 2005, the patient developed peritonitis and on an unspecified date she required reoperation. Intra-operative findings included chemical peritonitis with abdominal fluid collection and a "huge mass" at the terminal ileum. The surgeon stated that at the time of the patient's initial surgery (hysterectomy), she had not "run the bowel," and thus she could not say for sure if the ileal mass had been present or not. The mass was described as "bumping out immediately" and adhered to the vaginal cuff. The surgeon did not think that she could have missed seeing the mass had it been present at the time of the initial surgery. At the time of re-operation the reporting surgeon and a general surgeon were unable to find a cause for the peritonitis (i.e. Enterotomy). A culture of the abdominal fluid collection was negative. The reporting surgeon did not think that the mass was related to the use of seprafilm. Other potential causes of the mass were thought to be possible crohn's disease or infection of the terminal ileum. Additional information was received about a week later from a pathologist. In 2005 a specimen of the terminal ileum, right colon, and 30cm of the small bowel had been taken from the patient. Pathological examination of the specimen revealed a diagnosis of acute peritonitis and small intestine stricture associated with endometriosis, adhesions, and benign regional lymph nodes. Inflammatory bowel disease was not identified, nor was a perforation site. The pathologist felt that because the peritoneal cultures were negative, and because foreign body giant cells and eosinophils were present, that the patient might have had chemical peritonitis. Additional information was received in 2005 from a clinical case risk manager. Nine days later the patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and lysis of adhesions with placement of seprafilm for "severe endometriosis." On an unspecified date, the patient's maximum body temperature was 101.2 and she was treated with cefotetan. A white blood cell count was normal. On post-operative day 2 the patient's temperature normalized, and on post-operative day three she was discharged home. Subsequently, on an unspecified date, the patient developed nausea and severe upper abdominal pain with fever ranging from 99.3 to 103. Eleven days later a white blood cell count was 39,000 with 19% bands and an abdominal computed tomography scan noted diffuse peritonitis and no free air. An emergent resection of the terminal ileum and right hemicolectomy was performed. Inflammatory bowel disease was not identified and there was no perforation site found. The reporter noted that the presence of foreign body giant cells and eosinophils might have represented chemical peritonitis with foreign body reaction.